Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a vibratory alert was observed on feb 1, 2021. The device was in backup vvi mode. The patient presented to the clinic the next day and the device was reset and reprogrammed to original settings. The patient was asymptomatic. No other issues were observed.